Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and received treatment of sugar with water provided by a non-healthcare professional. The customer presented to a healthcare center where a blood glucose reading of 110 mg/dl was obtained on an hcp meter, however, no treatment was required. There was no report of death or permanent injury associated with this event.